Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using cold novolog insulin with the pump. Additionally, the customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Tandem¿s t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery."